Manufacturer narrative:
The reported event was hematoma. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with hematoma at the pacemaker implant site. During examination, it was noted that the pocket had a significant amount of capillary bleeding. No infection was noted at the implant site. The physician explanted the pacemaker on (B)(6) 2021. The physician performed wound vacuum assisted closure (wound vac) after explant procedure. The patient was in stable condition.